Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06387. It was reported during the trial period the pt experienced an intense burst of stimulation when the end of the lead was wiggled. A diagnostic of the leads showed one contact with low impedance. Reprogramming with a different trial cable did not resolve the issue. The mts was disconnected and the leads were explanted. The pt continued to feel some discomfort from the shocking for about an hour after the trial was ended.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.